Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located two similar complaint(s) with the same failure mode for this serial number. Case (B)(4) - failed drawer. Work order (B)(4) mparair. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of multiple failed drawer was confirmed during fse (field service engineer) testing and subsequently confirmed during the dchu inspection process. According to work order # (B)(4), the fse reported that auxiliary half height cubie drawers 1-1, 3-1 and 4-2 had multiple failures. The fse replaced drawer retractors, ran diagnosis, tested drawers and all pockets, and passed with no more issues. The report was closed. During dchu visual inspection: pn 353844-01 (a): the assy retractor dwr hh cubie was received in good condition with no visible physical damage. Pn 353844-01 (b): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. Pn 353844-01 (c): the assy retractor dwr hh cubie was received in good condition with no visible physical damage. During dchu testing: pn 353844-01 (a): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing. The part was mounted to dchu hta equipment and passed the functional testing. Pn 353844-01 (b): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (c): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing. The part was mounted to dchu hta equipment and passed the functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint hh cubie drawer failures was due to a short between adjacent copper strands of the assy retractor dwr hh cubie identified as b (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height cubie drawer failed. As per part investigation, it was determined that there was thermal damage observed due to a short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.